Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample was discarded, but a photo of the device was evaluated for visual inspection. The visual inspection confirmed the reported issue. Baxter has also completed a detailed investigation into the occurrence of white precipitate in solution lines associated with the use of accusol. Baxter has an active team working on improving the performance of the accusol product. The investigations have determined that the ph of the solution is the primary root cause of this problem. Baxter will continue to monitor similar reports to determine if further actions are required. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.

Event description:
A nurse reported to baxter (B)(4) that they noticed a precipitation during use. There was no patient injury or medical intervention required. The therapy was continued with a different bag.